Event description:
An (B)(6) male pt contacted zoll customer support to report that he was receiving service code 107 multiple abnormal shutdowns and service code 108 - non critical database error. Pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (code 107, code 108) are under investigation. As received, the monitor failed incoming testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt was received a replacement monitor.